Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment of a fusiform, unruptured aneurysm with a max diameter of 4mm and a 3mm neck diameter. It was noted the patient's vessel tortuosity was severe. The landing zone was 2.5mm distally and 2.5mm proximally. It was unknown if the dapt (dual antiplatelet treatment) was administered. It was reported that the pipeline vantage device was implanted successfully. There were no complications until yesterday when physician informed that patient had stroke following procedure. He is recovering. The angiographic result post procedure was normal. The pipeline was used for an indication that is not approved (off-label), it was used in anterior cerebral artery (aca). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the stroke was unknown. There was a stenosis distal to the pipeline. Symptoms that the patient experienced related to the stroke included limb weakness. Thrombectomy took place to resolve the stroke. The procedure was completed with aspiration, sofia. The patient was fine at the end of the case. The patient was placed on dual antiplatelet therapy (dapt) prior to the procedure. Abnormalities noted on imaging at the time of the stroke was pipe was occluded. The stroke was ischemic. The patient is fully recovered. There was no procedural difficulty during deployment due to the vessel tortuosity or aca anatomy.